Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the battery inoperable alarm was due to a defective internal battery. The internal battery was replaced to address this issue. Further technical evaluation found that the device failed to complete its airpath leak test. The evaluation determined that the leak test failure was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery inoperable alarm. There was no patient injury reported as a result of this incident.